Event description:
This (B)(6) year old female w/right sided abd and pain, and nausea was scheduled for lap cholecystectomy which took place (B)(6) 2013. A 5mm laparoscopic trocar sleeve broke in 2 pieces inside the patient. The pieces were retrieved. There was no harm to the patient. Hx - patient has hx of ultra sound revealing the presence of a 3.2 cm stone within the gallbladder. Also has a hx of gerd, htn, asthma, osteoporosis and gastritis.